Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker had decreased longevity after it had reached elective replacement time (ert). The patient presented to emergency room feeling of fatigue. Boston scientific technical services (ts) reviewed the device functions at end of life (eol). The device should be change out as soon as possible. To date, device still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis indicated that the allegation against the device's battery longevity was not confirmed. The device passed labeled longevity calculations. The device passed electrical testing commensurate with battery status. The device was found to meet specifications for normal battery depletion and normal device operation.

Event description:
--